Event description:
It was reported to boston scientific corporation that a radial jaw 4 hot single-use biopsy forceps was used during an egd (esophagogastroduodenoscopy) procedure in the distal esophagus performed on (B)(6), 2011. According to the complainant, after taking a second small bite, a bleed occurred at the biopsy site. The forceps was used to cauterize the area, but the bleeding continued. A sclerotherapy needle with epinephrine (8.5cc) and one resolution clip were then used to slow the bleed, and the procedure was ended. Reportedly, no device malfunction was noted. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 hot single-use biopsy forceps was used during an egd (esophagogastroduodenoscopy) procedure in the distal esophagus performed on (B)(6), 2011. According to the complainant, after taking a second small bite, a bleed occurred at the biopsy site. The forceps was used to cauterize the area, but the bleeding continued. A sclerotherapy needle with epinephrine (8.5cc) and one resolution clip were then used to slow the bleed, and the procedure was ended. Reportedly, no device malfunction was noted. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found no abnormalities. Functionally, the unit was able to be opened and closed without issue. Additionally, electrical resistance testing was performed and the forceps device met specification. A labeling review was performed and no anomaly was found.the condition of the returned incident device showed no evidence of any defect which could have contributed to the event. However, the clinical event is anticipated in nature and severity.(B)(4).